Event description:
It was reported that the customer had high blood glucose levels of 600mg/dl. Customer reported having nausea and moderate ketones. Customer overcorrected with the insulin pump and took boluses. Moisture damage was also reported. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage on keypad traces, electronic assembly, inside reservoir compartment or on motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).